Event description:
It was reported that the patient underwent a three-level acdf at c4-c7 using allograft with anterior fixation of plate and screws. It was noticed at six months post-op that the graft at c4/5 was beginning to erode in the middle of the graft, and one of the screws had broken. The surgeon monitored the patient, but as of 2007, the c4/5 graft was continuing to erode with signs of progressing fusion. The surgeon performed a revision surgery approximately ten months post op. It was noted at revision surgery that both c5/6 and c6/7 had fused. The surgeon replaced the graft at c4/5 with a vertebral spacer, performed an acdf at c3/4, and re-plated the patient from c3-7. The patient is now reportedly doing well.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Post op x-ray indicates excessive subsidence at c4-c5 with a broken screw in c4, probably caused by screw taking on the entire load of construct.